Manufacturer narrative:
Results, conclusions - MFR evaluation / investigation currently in process.

Event description:
Customer reports lower than expected act-lr results during endovascular abdominal aortic aneurysm repair with stent graft using signature elite/act-lr system. No baseline act was performed. Act-lr result of 304 seconds obtained after heparin bolus of 10,000 units. Procedure was completed as expected and without serious injury, impairment or adverse event. At unspecified period post procedure, act-lr result was 124 seconds. Approximately 90 minutes later pt bruising/bleeding noted at surgical site. Act-lr performed with 249 second result. Physician switched to another elite instrument for remainder of pt treatment. Final pt outcome not available.